Event description:
It was reported that during a peripheral treatment procedure, the 2nd light on the control unit did not engage. The 100% stenosed and chronic total occlusion (cto) was located in the left superficial femoral artery. A true path cto device was advanced and used in the drilling mode for about 5-10 minutes, "but did not get through any of the caps." The device was removed so that some pictures could be taken and then was re-advanced. The first green light was on indicating the device was working, but the second green light did not come on even though the device was still "drilling." The physician continued on and it was thought that the drive shaft located in the inner diameter of the guidewire broke. The case was completed with a non-bsc guide wire. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the chronic total occlusion (cto) device and its control unit were received in a box, coiled inside a plastic bag. The cto device was received back in over all good physical condition. The torquer and wire were found still intact. The shaping tool was also returned. During functional testing, the returned control unit did not power up. Upon visual inspection, the inside of the control unit verified normal, no abnormality was observed. The battery was then removed and tested. Using a multimeter, the battery voltage of the returned device was measured at 1.988 volts (low). This was expected considering the amount of time that had elapsed between the event and the product inspection. Then a known good battery was placed into the returned control unit. The control unit powered on. It was tested with a known good cto device and it functioned normal. No issues were found with the control unit. No issues were found with the lights. The reported complaint that the control units lights do not turn on was not confirmed. During the visual and microscopic inspection of the returned cto device, tissue was found twisted around the tip, however, no tip damage or delamination was found. Next, a functional test was performed using the returned cto device. No rotation was observed. The motor housing was then disassembled and it was observed that the drive shaft was broken between the outer shaft and the 7mm coupling. The reported complaint of a broken drive shaft was confirmed. No product nonconformance, defect or manufacturing flaw was confirmed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the 2nd light on the control unit did not engage. The 100% stenosed and chronic total occlusion (cto) was located in the left superficial femoral artery. A true path cto device was advanced and used in the drilling mode for about 5-10 minutes, "but did not get through any of the caps". The device was removed so that some pictures could be taken and then was re-advanced. The first green light was on indicating the device was working, but the second green light did not come on even though the device was still "drilling". The physician continued on and it was thought that the drive shaft located in the inner diameter of the guidewire broke. The case was completed with a non-bsc guide wire. No patient complications were reported and the patient status is fine.